Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer complained about having persistent high blood glucose and stated that she had to go to her physician for attention. Current blood glucose level is 229mg/dl. No malfunction detected during troubleshoot. Customer stated she is treating with insulin pump. Nothing further reported.